Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that thebd ultrasafe plus¿ passive needle guard's safety would not activate. The following information was provided by the initial reporter: during (B)(6) clinical review of data for upcoming dmc in december 2023, it was brought to the cmc¿s attention that per the dosing diary for a patient at site 033, the free text comment field indicated, ¿syringe jammed at base during injection. Two drops came out at site.¿ additional follow up from the site and caregiver provided on (B)(6) 2023, ¿yes, the mother explained that the needle did not automatically retract. The mother manually removed the needle from the patient. Once the needle/syringe were removed from the patient, the mother placed the syringe in the sharps container. During this transition, the needle eventually did retract.¿ site was requested to submit a product complaint on 04jan2024, and that form was submitted 19jan2024 and is attached.

Manufacturer narrative:
H.6. Investigation summary: unconfirmed: no evidence provided. H3 other text : see h.10.

Event description:
It was reported that the bd ultrasafe plus¿ passive needle guard's safety would not activate. The following information was provided by the initial reporter: during biohaven¿s clinical review of data for upcoming dmc in december 2023, it was brought to the cmc¿s attention that per the dosing diary for a patient at site 033, the free text comment field indicated, ¿syringe jammed at base during injection. Two drops came out at site.¿ additional follow up from the site and caregiver provided on 18dec2023, ¿yes, the mother explained that the needle did not automatically retract. The mother manually removed the needle from the patient. Once the needle/syringe were removed from the patient, the mother placed the syringe in the sharps container. During this transition, the needle eventually did retract.¿ site was requested to submit a product complaint on 04jan2024, and that form was submitted 19jan2024 and is attached.